Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the ankle fix compression/distraction instrument became defective during surgery. It was reported that during compression, the device got stuck and could not be turned in the opposite direction. No further information is available at that time.

Manufacturer narrative:
No trend identified. The released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that during a surgery, the ankle fix compression device got stuck. Surgery time was extended for about 3-4 minutes for dismantling/disassembling the compressor. Squeaking noise was noted when reaching the max. Compression force, and then the compression device could no longer be moved. Review of received data -no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: - the ankle fix compression/distraction instrument lot 145b15 was returned for investigation. It could be seen from the screws that the instrument was dismantled and re-assembled. It can also be seen that one of the hexagonal drives is deformed. After a functional test, the instrument was dismantled and disassembled. It could be observed that the threaded instrument component was stuck within the instrument. This component was further investigated with a microscope. The investigation evidenced that the three threads are deformed. Further investigation of the hole of the screw, highlighted that additional two threads are deformed. - the functional test showed that the instrument is stuck and cannot be moved from its position. The application of additional forces, only results in deformation of the hex drive. Review of product documentation: - cleaning instruction were reviewed. The instrument does not need to be disassembled for cleaning. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverge or parts remain in wound. Due to mechanical properties of material insufficient. Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - deterioration in function due to wrong, inadequate maintenance - possible, it could be seen from the screws that the instrument was dismantled and re-assembled. The instrument has to be cleaned as described in the cleaning instructions. This instrument should not be disassembled. It is possible that some damage occurred during disassembly or handling. Conclusion summary: the instrument was returned for investigation. After decontamination and functional test, the instrument was disassembled. The visual examination showed that at least 5 threads are deformed. This is most probably the reason why the instrument cannot be moved and is stuck. It could be seen from the screws that the instrument was dismantled and re-assembled. The instrument has to be cleaned without disassembling it, as described in the cleaning instructions. It is possible that the damage observed at the threads occurred during disassembly or handling. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on january 05, 2016: the manufacturer received devices for review, investigation is ongoing. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Under investigation.

Event description:
It has now been reported that the event happened during surgery on (B)(6) 2016. There was a squeaking noise when reaching the maximum compression force and the compression instrument could no longer be moved. The surgery time was extended for about 3-4 minutes and the outcome of the surgery was satisfactory for the operator.